Event description:
According to the reporter, the patient underwent left thoracotomy with upper lobe lobectomy. As a result, the patient sustained chylothorax. The patient underwent another surgery via the same surgical site in an attempt to locate and seal the damaged, leaking lymph system. Once the damaged lymph sites were identified surgical staples were employed. Several months later, the patient coughed up a surgical staple. It was also noted that the patient experienced prolonged violent coughing spasms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.